Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a self-check failure and a controller failure alarm upon startup. The aic was swapped to resolve the noted issue. There was no patient involvement.

Manufacturer narrative:
The investigation for the controller (aic) red alarm has been completed. The aic was returned for evaluation. During evaluation, the self-check failure error was confirmed and was found to be caused by corrosion on the pbm due to leaking of the supercapacitors, a known pattern failure, which disrupted operation of the battery charging circuitry. Data logs were not reviewed as the self check failure prevented the console from booting up. The cause of the aic issue was contamination. There was corrosion of the pbm traces from leakage of electrolyte of the supercapacitors.